Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) and endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2013. According to the complainant, during deployment of stent the physician experienced slight resistance while withdrawing the inner catheter causing it to stretch. The physician continued to withdraw the inner catheter but was still unable to release the stent. It was reported that the stent got stuck with the suture. The physician managed to release the stent by manipulating the scope and guidewire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent broken.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) for stent break. Investigation results found the push catheter suture hole was partially torn and the guide catheter was stretched and kinked. Also, the proximal end of the stent with the barb was found torn/separated from the stent working length and was not returned with the device. The noted damage is likely due to anatomical or procedural factors encountered during the procedure such as tortuous anatomy or maneuvering of the device, therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.